Event description:
It was reported that the device exhibited a high current drain of 56 ua with a battery impedance of <1 kohms. A recalibration was not successful in changing the parameters.

Event description:
It was reported that during a stenting procedure, crossing difficulties and a stent dislodgement occurred. The patient presented with pain at rest to the left foot and a small ulcer on her third toe. Endarterectomy was performed in the common femoral and external iliac arteries. A non bsc glide wire was then inserted into the aorta and a 6fr super sheath was inserted over the wire. The stenosed target lesion was located in the calcified common iliac artery. The stenosis was found and a 7.0x40x75cm express biliary ld premounted stent system was inserted; however, it could not be advanced through the area of calcified disease with a short sheath. Upon removal of the stent system, the stent was dislodged from the delivery system onto the wire. The catheter was removed without issue and a pituitary rongeur was inserted up the iliac artery, grasped the stent, and pulled it down over the wire and out of the patient. A longer non bsc sheath was then inserted and a non bsc stent of the same size was placed at the aortic bifurcation. Vein patch angioplasty and a bypass were then performed as well. There were no patient complications reported and the patient¿s condition is reported as stable.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain, due to a leaky capacitor.